Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a definitive cause of the peritonitis was not determined, the culture result of corynebacterium suggests a breach in aseptic technique. This organism belongs to the physiological flora of human skin and mucous membranes. The patient did report her boyfriend was visiting and staying in her bed which could have resulted in contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. No further information was provided.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. The patient was discharged on (B)(6) 2025. No further information was provided.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. No further information was provided.

Manufacturer narrative:
Correction: h1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. The patient was discharged on (B)(6) 2025. No further information was provided.